Manufacturer narrative:
Continuation of d10:  ddmb1d1 ICD implanted (B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited gross oversensing resulting in false termination of atrial tachycardia/atrial fibrillation (at/af) episode. It was also reported that the right ventricular (rv) lead exhibited a lead integrity alert (lia) for elevated sensing integrity counter (sic) and high rate non-sustained episodes with intermittent oversensing and undersensing noted. The ra lead and rv lead remain in use.